Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, technical support reset the pump, and the customer used current pump for insulin therapy until the replacement arrives. The call was disconnected, and no additional patient or event information was available.